Event description:
It was reported that the heater line of a homechoice cassette disconnected from the heater bag during peritoneal dialysis therapy. Solution from the heater bag leaked onto the machine upon disconnections of the heater line. The patient was connected at the time the leak occurred. The technical service representative instructed the patient to aseptically disconnect from the cassette. Nothing unusual was identified during troubleshooting for the reported disconnection and fluid leak. The patient planned on using continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.